Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 1/4 of their automated peritoneal dialysis therapy. Per initial report the home pt disconnected the transfer set from the pt line of the homechoice set during a dwell phase, without pausing therapy, and did not return in time for the following drain cycle. When the home pt returned to find the homechoice machine in drain pt reconnected to the setup, and moments later received the system error 2240 alarm. Baxter's technical service center assisted the home pt in ending therapy early. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.